Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2002 - patient underwent repair of multiple incarcerated incisional ventral hernias with a composix mesh and a bard flat mesh. On (B)(6) 2005 - patient underwent exploration of abscess and drainage. Microbiology of the abdominal wall fluid showed 2+ candida albicans. On (B)(6) 2005 - patient underwent excision of exposed unincorporated abdominal mesh with re-approximation of midline fascia and mesh complex. Microbiology of abdominal wound tissue showed bacterial infection. On (B)(6) 2005 - office visit, rash along lower portion of the wound, appears to be a fungal infection, started on medication. On (B)(6) 2005 - consultation, there is still unincorporated mesh. The mesh is not performing any vial role in the support of the abdominal wall and removal of it may not lead to risk of recurrence. On (B)(6) 2005 - (B)(6) 2006 - six office visits non-healing wound, cultures grew out (B)(6). Incision and drainage performed twice. On (B)(6) 2006 - patient underwent exploration of wound with extensive debridement and partial excision of the bard flat mesh. On (B)(6) 2006 - follow up visit, debris within the wound was debrided, good granulation tissue in wound. On (B)(6) 2006 - office visit, still having odor from site, mesh is starting to granulate in all areas. Labs ordered c-reaction protein. On (B)(6) 2007 - patient underwent ultrasound guided exploration and biopsy of subcutaneous abdominal wall mass. On (B)(6) 2007 - office visit, non-healing wound, the area of the mesh which is still exposed is getting smaller. No epithelialization is directly on the mesh. Small amount of necrotic tissue present, this is where the mesh has been cut and shortened. On (B)(6) 2007 - patient underwent excision of all remaining mesh and defect was repaired with a non-bard mesh.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. This is a patient with comorbidities of obesity, diabetes, hypertension, a-fib, hyperlipidemia, atherosclerotic coronary vascular disease, and he has had a myocardial infarction with a 4 vessel coronary bypass. Currently, it is unknown it is unknown whether the device may have caused or contributed to the reported event. The information provided indicates that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. See MDR 1213643-2009-00445 for information related to the composix mesh implanted on (B)(6) 2002.